Event description:
The physician was attempted to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion on the lad. The device could not cross the lesion. No clinical sequelae were reported. Of receipt of the device at the manufacturing facility, damage was noted to the stent. Evaluation summary: the distal tip was flared and damaged indicating that it may have been stubbed during advancement. There were numerous kinks along the hypotube. Numerous struts on the 6th, 7th, 8th, 13th, 14th, 15th and 19th proximal stent segments were deformed and partially raised. The proximal pillow balloon folds were partially opened. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4): results: lesion morphology. Severe calcification, 90% stenosis. Failure to deliver and stent deformation). Conclusions: lesion morphology. Severe calcification, 90% stenosis. (B)(4).